Event description:
Exact event date is unknown. On october 22, 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not deploy. The procedure was completed with another of the same device without any patient complications. Patient is "fine".